Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) less than 40 mg/dl associated with an inaccurate delivery issue. Reportedly, the patient resumed the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient's healthcare provider made recent changes to their basal rate. This complaint is being reported based on the allegation that the patient experienced hypoglycemia due to the alleged inaccurate delivery issue.